Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received three inappropriate shocks due to t-wave oversensing. The shocks induced a ventricular tachycardia (vt), which was successfully converted with two additional shocks from the device. The patient was admitted to the hospital due to the inappropriate therapy and the s-ICD was reprogrammed. X-rays were also performed, which confirmed the stable position of the s-ICD system and implanted leadless pacemaker. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received three inappropriate shocks due to t-wave oversensing. The shocks induced a ventricular tachycardia (vt), which was successfully converted with two additional shocks from the device. The patient was admitted to the hospital due to the inappropriate therapy and the s-ICD was reprogrammed. X-rays were also performed, which confirmed the stable position of the s-ICD system and implanted leadless pacemaker. No additional adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received three inappropriate shocks due to t-wave oversensing. The shocks induced a ventricular tachycardia (vt), which was successfully converted with two additional shocks from the device. The patient was admitted to the hospital due to the inappropriate therapy and the s-ICD was reprogrammed. X-rays were also performed, which confirmed the stable position of the s-ICD system and implanted leadless pacemaker. No additional adverse patient effects were reported. The device remains implanted and in service. Engineering review of the episode s-ECG and data from the remote monitoring system confirmed the three inappropriate shocks were due to t-wave oversensing. However, it was observed that the vt was not induced, as there was a period of over 20 seconds where marker data showed the patient was in normal sinus rhythm before the vt started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined that inappropriate shock therapy caused by t-wave oversensing is a known inherent risk with the use of this product.